Event description:
It was reported that the patient¿s stimulation was helping on the first evening of their trial but was leery to rate with a number or percentage relief. The patient turned the device off in the morning to drive their grandson. When the patient turned the device back on, they felt like a pressure in their back around lead insertion site instead of feeling stimulation in their feet and legs. Their dressing had peeled up some from the bottom. The manufacturer representative met the patient for reprogramming, but the patient¿s experience soured him on the device and it wasn¿t really helping with his bilateral foot pain. The patient was offered several times to reprogram but they did not want to proceed with and would rather have the lead pulled. The representative started to check impedances but the patient felt something uncomfortable right when the representative started to run the check, so they stopped. The patient refused further use of the device. The patient had pain and less than 50% therapy relief in their bilateral lower extremities. The lead was pulled without event and the patient was discharged home. The patient said that they used the device all day yesterday post-trial and slept with the device on last night and only turned it off this morning to drive. The device was checked after and was noted that the patient had only used it for a total of 4 hours.

Manufacturer narrative:
Concomitant product: product ID 3873, serial # (B)(4), product type screening device. (B)(4).